Event description:
It was reported that during a follow up in clinic, an error message was noted on the device. Abbott technical support was contacted, device records were reviewed, and information received indicated that an inductive telemetry anomaly occurred. The device was reprogrammed to resolve the event. The patient was in stable condition.